Event description:
Information received regarding the explanted device notes that the patient presented in the emergency room due to "weakness", dizziness, and syncope with a heart rate of 35 bpm. The device could not be interrogated with the pro- grammer.